Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): the ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (sn (B)(4)): the complaint was confirmed. The device was cut cleanly, and the proximal end was not returned. All cables were fractured at the kinked sections of the lead body where a clik anchored, but no cables were exposed at the site. Sc-2218-50 (sn (B)(4)): the complaint was confirmed. The device was cut cleanly, and the distal end was not returned. The proximal end was fractured in multiple sections, where several cables were fractured. No cables were exposed at the site. Sc-3138-25 (sn (B)(4)): the complaint was confirmed. E8 cable was broken at the weld nugget of the contact spring inside the boot. No cables were exposed at the site. Sc-3138-25 (sn (B)(4)): visual/x-ray inspections and impedance measurement test were performed. No anomalies were found.

Event description:
A report was received that the patient lead had migrated and all the contacts were not functioning. The physician chose to explant the entire system and during the procedure it was confirmed that the lead was detached from the ipg. The physician was unable to retrieve the detached part which was in the distal part of the open pocket. The physician suspected that since all sixteen electrodes were not functioning the lead may be fractured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial/lot:(B)(4), description: precision implantable pulse generator (ipg); model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm; model: sc-3138-25, serial/lot: (B)(4), and 396846 description: scs phiii ext 25cm.

Event description:
A report was received that the patient lead had migrated and all the contacts were not functioning. The physician chose to explant the entire system and during the procedure it was confirmed that the lead was detached from the ipg. The physician was unable to retrieve the detached part which was in the distal part of the open pocket. The physician suspected that since all sixteen electrodes were not functioning the lead may be fractured.